Event description:
Patient had aicd/pacemaker implanted two years ago. This year, pt received 12 shocks from aicd and went to emergency room. Pt fidelis lead found to be fractured. New rv lead placed and fidelis lead capped.